Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced low blood glucose levels ranging between 20-30 mg/dl. Bg was addressed by customer's husband providing carbohydrates to the customer. Suspected cause was due to customer's body adjusting to insulin once it is delivered via pump and control iq software. Reportedly, customer reverted to alternate insulin therapy.